Manufacturer narrative:
The device was received fully deployed. Cracks were observed on the top and bottom housing. Although damage was observed on the bottom housing, this did not affect the functionality of the device. The downloaded data shows that the device completed the first and second priming sequences before being deactivated at pulse 58. The downloaded data did not show any timeouts or drive stalls during the pod's run. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Inspection of the needle mechanism did not find any damages or abnormalities that could contribute to the early deployment of the needle. The exact cause of the reported early needle deployment could not be conclusively determined. Further investigation of the device discovered damage on the ratchet gear. The damage observed on the ratchet gear closely matches up with the damage observed on the interior of the top housing, indicating post use damage. Furthermore, the damage observed on the reservoir cap, piezo as well as the o-ring can also be justified by post use damage as well. Thus, post use damage was observed to the top housing and internal components which caused the investigation to be compromised. Additionally, a tear was discovered on the exposed portion of the soft cannula, causing a leakage. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be conclusively determined. Further inspection of the cannula assembly discovered a bend on the unexposed portion of the hard cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.